Event description:
The following has been reported: biomed reported: an lvp pump serial# (B)(6) that was reported with "pump problem alarm". Customer cleaned actuator valve and loading pins. While testing pump there was no problems. Investigating history logs found pump problem alarm on (B)(6) 2025 at 8:58. There was no any report of patient harm or of the issues stopping an active infusion. A preliminary review identified the following issue: processor hardware failure (linux core). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a som crash. During testing this unit did not experience a som crash but also did not perform normally. Log files were pulled and reviewed and there were repeated past som crashes occurring on software 5.9.2 or newer. Additionally, during investigation, it was found the pneumatic plate was installed improperly and all screw mounts were crushed extensively.